Event description:
In 2007, pt underwent aaa repair. The physician placed a flex main body and two iliac leg grafts. Pt had a long common iliac artery and developed a type ib (distal) endoleak on the left side (1820334-2007-00318). The physician went in and coiled the internal with more coils three months later, and placed another iliac leg graft to resolve the endoleak. In 2009, the pt underwent a third procedure to resolve a distal type I endoleak. The endoleak was resolved with the placement of a zenith iliac leg.

Manufacturer narrative:
Event eval: still under investigation.